Event description:
It was reported the insulin pump alarmed button error. Customer stated she took out and reinserted the battery but anomaly persisted. Blood glucose was unknown. Customer stated she had the device in her bra and was leaning down on a counter and might have triggered the alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer mentioned the battery icon and insulin icon were both empty and was advised it might be do to the fact she reinserted the same used battery. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.